Event description:
Reporting status: malfunction. Reporting rationale: a loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that after unpacking the stent, during prep, it was observed that the stent was loose on the stent delivery system (sds). No additional event or pt info is available.